Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the sieve beds were defective. Additional malfunctions include the 4 way valve was leaking, the pilot valve for the 4 way valve was defective, and the zip ties for the sieve beds was replaced.